Manufacturer narrative:
Philips did not receive further information and therefore is unable to determine the root cause of the reported complaint. After a system restart, the ECG returned. The cause of the issue is unknown, but will be considered as a malfunction of the monitor. No further calls from the customer were found for this issue. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during monitoring patient during a colonoscopy, the patient was in sinus rhythm and the monitor "flatlined." By the time they got in position to feel a pulse, the monitor stated she did have a pulse back. They lost the pulse ox readings as well as the EKG reading. They aborted the case and the patient received her atropine and aborted the colonoscopy. At the time of the alleged malfunction, the device was being used for clinical monitoring.